Event description:
Additional information received reported plenty of fluid and blood inside the clear area at the top front of the battery case. The extensions were disconnected from the neurostimulator and reinserted, but impedances were still high. Impedances to the extensions and lead were checked and were within normal limits. The physician tried to rinse the inside with preservative-free normal saline and suction; however, the neurostimulator still showed high impedances. The event was not due to normal battery depletion. There was no patient injury and the patient was receiving great therapy following replacement.

Event description:
Additional information received noted that the patient lost 125 and they had to move stimulator so they replaced it (B)(6) 2012 and tied it to the hip bone. It was noted that at this time the leads were exposed and the patient was getting shocked so they replaced it. The leads started flipping over so they had to repair that and on (B)(6) they placed the current system. It was also noted that "at one" when the health care provider placed the leads they "up and over" the vertebrae where the patient could feel and the health care provider had to go back in.

Event description:
It was reported that impedance measurements >10,000 ohms were measured with contacts on the 0-3 side. Impedances on (B)(6) were within normal limits. Old, dried blood and fluid were visible in the 0-7 side of the neurostimulator. The leads were fine when tested with a multi lead trialing cable. It was noted that the neurostimulator was going to be replaced due to the high impedance readings. The manufacturer's device registry showed the neurostimulator was replaced. Patient outcome was not provided.

Manufacturer narrative:
Extension model 37083-20, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; extension model 37083-20, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; lead model 399945, lot # v176130, implanted: (B)(6) 2010, explanted: unk; programmer model 37740, serial # (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator found no anomaly. Foreign material was found in the connector ports and under the cover. Telemetry tested okay and good stable output was observed on all electrode pairs. Normal impedance measurements were observed when tested in saline. The device passed the automated test console.

Manufacturer narrative:
(B)(4).